Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pods adhesive had separated from the pod infusion site (leg), causing the cannula to become dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived with the needle mechanism deployed but the soft cannula not visible through the bottom housing window. No timeouts or drive stalls were observed. Inspection of the fluid path revealed a shortened soft cannula, with the exposed portion torn away and the unexposed portion damaged. This tear in the soft cannula resulted in a fail of the fluid path test. The timing and cause of the cannula damage could not be determined. It could not be determined if the observed damage is related to the reported dislodged cannula. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.